Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that it was determined that the patient accidentally turned their device back on after their surgery to a program that was set too high. The troubleshooting performed related to the patient's pain after back surgery was that the health care provider's (hcp's) office kept the patient's device turned off for a month. After the month, the patient returned to the clinic and all pain had been resolved. Since then the patient had been set to a comfortable program and had successful therapy. The patient had been educated on how to correctly turn on and off the device for future use.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider reported via a manufacturer's representative that the patient had pain after back surgery. The event occurred (B)(6) 2015. Additional information received from the manufacturer's representative noted that the patient had interstim implanted some time ago. The patient had back surgery on (B)(6) 2015 and woke up with severe perineal discomfort. The patient thought she had turned interstim device off prior to the procedure, and was unsure if it was actually on or off. It was unknown if the pain was related. The doctor's nurse practitioner saw the patient and performed an impedance check and said it was normal. They ordered a kub and the lead and device seemed to be intact and in proper position. The nurse practitioner advised the patient to turn the device off and return sometime in (B)(6). It was unknown if the patient's pain had been resolved. The manufacturer's representative noted: will have update after the patient's next appointment. Indications for use was noted as : gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.